Event description:
At about 1 month from the primary surgery, the patient came in due to a dislocation of the liner from the glenosphere, and the cause is unknown. The surgeon revised the liner and glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 july 2025. Reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2431949: (B)(4) items manufactured and released on 07-feb-2025. Expiration date: 22-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot. 2429755: (B)(4) items manufactured and released on 14-feb-2025. Expiration date: 29-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.